Event description:
It was reported that the customer's blood glucose levels were between 553- 565 mg/dl. Cause was not known. Customer administered a correction injection as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.